Manufacturer narrative:
There is no sample and the lot is unk, therefore, will monitor through trending programs and escalate as required by complaint management and CAPA process.

Event description:
A pt reported that his machine was leaking during his treatment. Pt states there were no tears or leaks in the solution bag. His cycler was leaking fluid. The pt used alternate method for continuation of his dialysis. There is no sample available. No report of pt ill effect.